Event description:
Boston scientific received information that this patient underwent a procedure to have a lead re-connected as it had not been attached properly. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. Therefore, it could not be confirmed if the issue was related to a dislodgement of this lead or a lead to device connection issue. No other adverse events have been reported. This product issue will be updated if additional information is received.